Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller internal fault alarm was confirmed via the submitted log files but was not reproduced during evaluation of the returned system controller. On (B)(6) 2025 at 09:50:55, the log file captured an emergency backup battery fault alarm due to emergency backup battery circuit faults. The emergency backup battery fault self-resolved in the log file at 09:52:09. The emergency backup battery fault alarm did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. No atypical alarms were produced during testing. Additional information indicated the system controller was exchanged without issue to resolve the emergency backup battery fault alarm. A root cause for the reported event was not conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 02jul2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including emergency backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files review revealed emergency backup battery (ebb) faults. The previous backup battery was replaced on (B)(6) 2025. The ebb fault recurred at 09:50 on (B)(6) 2025 and resolved on its own. Following review of the submitted log files, it appeared that the ebb fault was caused by a f34 ebb circuit fault. A system controller exchange was recommended by tech services and then performed, which resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.